Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical products : item# unk, lot# unk; unknown left tmj mandible component. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00077.

Event description:
It was reported that a patient underwent a left tmj procedure approximately fifteen years ago. Subsequently, the patient has experience pain and swelling and is being considered for a revision of the left side and an initial implantation of the right side.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.